Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Retainer ring = missing, on (B)(6) 2021 customer alleged pump for cosmetic damage(crack at back of pump) and pump would receive low battery alerts, replace battery alarms in less than 1 week. Unit received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test and p-cap, reservoir will not lock properly due to missing retainer. The following were noted during visual inspection: scratched case, cracked case, cracked case near the corner of belt clip rails, missing display window cover, broken battery tube threads, cracked case on the battery tube side, moisture damage in battery tube, missing reservoir tube o-ring, broken reservoir tube lip, detached retainer ring, and faded serial number label. Pump¿s history and trace files downloaded successfully using thus software. Pump passed sleep current measurement and active current measurement. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No low battery alert, replace battery alert, or replace battery now alarm noted during testing. Low battery alerts noted in the pump history on (B)(6) 2021 at 10:38am and on (B)(6) 2021 at 12:55am. Therefore, battery change occurred after 1 week. Moisture damage noted in pcb 1. In summary customers allegation for cosmetic damage(crack at back of pump) was confirmed during visual inspection where cracked case on battery tube side was noted. On the other hand, customer allegation for pump receiving low battery alerts, replace battery alarms in less than 1 week was not confirmed during testing or in power management graph. In addition, pump history confirmed battery change occurring after 1 week.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm. Customer received a low battery alert prior to the replace battery alert or replace battery alarm. Customer stated insulin delivery has stopped due to low power. Customer tried new battery and the issue was resolved. Customer stated damaged at side of battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.